Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when there is an error, the error lights are not illuminating. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received with a printed circuit board (pcb) that had broken light emitting diode's (leds). Also the quick connect was corroded. The complaint was confirmed. The root cause of the customer's error message was the damage to the pcb. The broken led likely was caused from improper cover alignment, causing damage to the pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, quick connect, microswitch and line cord. Performed preventative maintenance. Changed o-rings and reservoir gasket. Calibrated the device. Device passed functional testing after the completed repairs.

Event description:
Additional information received via email. Customer stated that the malfunction occurred during preventative maintenance and no patient was affected by the error.